Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported "deflation" against right device. The device remains implanted.

Event description:
Healthcare professional additionally reported, right side "textured to smooth, due to concerns of the product". "Plug strap separated, plug detached and in capsular tissue", and "valve delaminated from shell". Device has been explanted and replaced.

Event description:
Patient reported "deflation" against right device. Healthcare professional additionally reported right side "removal from textured to smooth due to the concerns of the product". Healthcare professional later reported "particle in valve", "valve delaminated from shell", "plug strap separated" and "plug was detached and in capsular tissue." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: deflation: observed an opening assessed as an unidentified (tear) opening and broken plug strap assessed as an unidentified (tear) opening. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Other technical and delamination: no was observed particles or delamination in the valve. Additional observations: crease flat observed inside device. White calcification-like observed outer the device. Brown particles observed outer device.